Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2018-feb-21 regarding a patient who was implanted with an implantable n urostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient called the hcp¿s office stating she could no longer charge her ins. The rep reported that they called the patient. The rep reported that the patient didn¿t remember the last time she had tried to charge. The rep asked the patient if it had been over a month and the patient stated yes. The rep assumed the patient was in overdischarge. The rep reported that they were scheduled to see the patient for follow up trickle charge on (B)(6) 2018. Additional information was received on 2018-feb-28 from a healthcare provider and a manufacturer¿s representative (rep) indicating an alleged overdischarge. The patient thought that they had one overdischarge prior to the current one. The rep reported that the caller met with the patient the day of the call and ran 3 physician recharge modes (prm) and had not been able to get the recharger to communicate with the battery. The caller wanted to know how overdischarge strikes were counted. The caller indicated that the patient was becoming impatient with the recharging process and would likely be leaving in the next few minutes without being able to recover the battery. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative was unable to recover the ins before the patient left. Their battery showed the end of service (eos) message and the representative noted that they already had two previous jump starts. They attempted three trickle charges but this didn't resolve the issue. This information was confirmed with the physician/account. No further complications reported.